Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a 20 fr introducer sheath was used via right femoral access. No recaptures were performed. Following valve placement, moderate paravalvular leak (pvl) was present. A moment of vascular complication occurred at the end of the procedure. No treatment was provided for pvl or the vascular complication. Per the physician, these complications were unlikely to be related to the device and procedure. One day after the procedure, a permanent pacemaker was implanted. Six days after the procedure, the patient was discharged home. On discharge, the patient had cardiorespiratory fitness (crf) with moderate antero-lateral pvl. No post-procedural complications occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name enveo pro delivery system; product ID envpro-16 (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.